Manufacturer narrative:
The field service engineer (fse) found a leak in the rinse station tubing and replaced it, checked all probe positions for alignment, cleaned the vacuum chambers, replaced cells and a lamp, and performed a photometer check successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable li lithium results for 1 patient sample on a cobas 8000 c702 module. The initial lithium result was 2.81 mmol/l. The repeat result was 0.85 mmol/l. No questionable results were reported outside of the laboratory. The reagent lot number is 643487. The expiration date was requested but not provided.